Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri), then end of life (eol) a month later. The charge time (CT) was noted to be 32.5 seconds. Premature battery depletion was alleged. Additional information was provided that the ICD recorded noise on the rate/sense channel exhibited by this defibrillation lead. It was noted that the patient had episodes of violent sneezing. Pocket manipulation, arm movements, and valsalva did not recreate noise. No ventricular pacing inhibition was noted, and the patient has a good underlying rhythm.